Manufacturer narrative:
Other, other text: fifty devices were returned for analysis. Visual inspection showed the pump was in good condition. There was no evidence to review in the device's event history log. A visual inspection and functional test were performed and the reported issue was not duplicated. The pump was set running and no alarms were activated in none of the samples. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. D10 and h4 updated, d3, g1, and g2 email is: (B)(4).

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the extension sets could not be vented or flooded with solution. No injury.